Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's complete system was explanted due to infection and possible erosion. The patient's pocket opened. Medication was started as patient was travelling. After the return, the complete system was explanted. The patient was stable.